Manufacturer narrative:
Other, other text: additional information was received indicating patient details: date of birth (B)(6) 1938; sex: male (updated a2, a3).

Manufacturer narrative:
Other, device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the front and rear housing were scratched and the lock was worn. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump "delivers drug ignoring the dosages set." It was reported that the patient was experiencing herniated nucleus pulposus. Per reporter no additional information was available at this time.